Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 164mg/dl. Troubleshooting was performed. Advised the caller to remove the battery for five minutes and to insert a new battery, but the frozen display continued with no advancement of the time. No further information was provided.

Manufacturer narrative:
The insulin pump had unresponsive button due to unlocked keypad connector. The insulin pump was tested with a test keypad and frozen display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.